Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported that the patient had weight loss and now the battery in her back poked up and was sideways and moved all around. This was noticed sometime in 2019. Caller believed this happened due to the patient's weight loss. The caller reported the patient had been falling for several months and really had to keep an eye on her. No further complications were reported/anticipated.